Manufacturer narrative:
The customer observed an increase in elevated patient results while using the architect stat troponin-I assay using lots 45652un14 and 29018un14. Product evaluation was performed in order to investigate this issue. Review of ticket trending and lot search data did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was performed to evaluate the performance of reagent lots 45652un14 and 29018un14. An internal troponin-I panel was tested with retained kits of each reagent lot. Acceptance criteria were met for each reagent lot, which indicates acceptable product performance. The certificate of analysis for the likely cause lots and a lot the customer was satisfied with in the comparison data were reviewed. The control and panel values for all reagent lots were comparable. Based on the evaluation results, no malfunction and no product deficiency were identified. The customer was referred to assay package insert, which provides conditions that may cause erroneous results.

Event description:
The customer questioned the higher than usual positive patient results observed over the last three months while testing for the architect stat troponin-I assay. The customer did not allege a specific lot number as associated with this ongoing issue. However, the customer provided a list of the current active lot numbers and indicated that patient results were around 0.1 and 0.2 ng/ml and were all repeated positive except for one patient sample, which generated a result of 0.015 ng/ml (rounded to 0.02 ng/ml), repeated negative at 0.011 ng/ml. The customer's cut-off for the positive results is 0.02 for females and 0.03 for male patients. The customer indicated that the percentage of 0.0 troponin results for both sexes has dropped 19.1% compared to the data collected a year ago. The customer also stated that physicians questioned the "abnormal" female results, received for seven patients, as they were not consistent with the patient clinical presentations. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.